Event description:
The affiliate stated the customer reported a false positive initial troponin I (access accutni+3) result, for one patient, involving the access accutni+3 reagent used in conjunction with the unicel dxc 600i synchron access clinical system. An initial result of 0.065 ug/l was obtained and released from the laboratory. The clinician questioned the result and requested sample reanalysis. Subsequent testing of the patient's sample, on the same instrument, generated lower results of 0.008 and 0.005 ug/l. Additional testing, of the patient's sample, on an alternate methodology, generated results of <0.01, <0.01, and <0.01 ug/l. An amended result of <0.01 ug/l was issued to the clinician. There was no report of patient impact associated with this event. The patient's sample was centrifuged at 3,000 rpm (rotations per minute) for ten minutes, at 25 degrees celsius. No sample integrity issues were reported. The customer indicated quality control, calibration, and system check were within specifications. There was no report of instrument issues. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.